Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported problem was "slack in the manipulator grip controls" was confirmed and replicated. In logs, the resistance was found pointing to the grip levers on the mtm, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto the surgeon functional test platform (sfpt) where it failed sine cycle. As a result of these findings, failure analysis was able to conclude that the grip levers springs were found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that or staff called during a surgical case to state that, when swapping between arms 3 and 4, control could not be established. The staff attempted to reseat the drapes, but the issue persisted. The surgeon noted that control could not be taken when adjusting the wrist to match the instrument, despite attempts to toggle the hand control and readjust the grip. During the call, the surgeon toggled control between arm 3 and 4, and the system intermittently allowed control to be taken. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the following is captured from related prid 1707998. As per 3rd call: the type of da vinci-assisted surgical procedure was performed by the surgeon was paraesophageal hernia. The date of the was confirmed to be on (B)(6) 2026, at 0730. The procedure was completed robotically. Error #23003 the surgeon could not take control of right hand. The surgeon switched to another surgeon side console (ssc). Procedure demographics were not provided.